Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received six appropriate treatments and an inappropriate treatment. The device was started up at 07:45:17 on (B)(6) 2025. At 14:30:50, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm degrading to vt @ 210 bpm with motion artifact. At 14:31:30, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was sinus rhythm @ 60 bpm. At 14:43:12, an arrhythmia was detected. ECG shows vf. At 14:43:45, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was severe bradycardia @ 10 bpm with nsvt. At 14:44:39, an arrhythmia was detected. ECG shows vf. At 14:45:12, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 50 bpm with bigeminy degrading to vf. At 14:45:46, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was one sinus beat degrading to vf. At 14:46:20, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 14:46:53, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm with nsvt. At 14:47:27, the patient received the inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was nsvt. The device was shut down at 16:31:38 on (B)(6) 2025.